Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred approximately 26 years later due to pain and swelling. Osteolysis was noted around the stem and poly wear was identified. The head and liner were exchanged with no complications noted. The provided radiographs were assessed but not sent to mmi as revision notes provide sufficient dictation of findings. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Approximately 26 years later, the patient presented with intermittent pain and swelling. Poly wear was noted on x-ray with some osteolysis around the stem. The patient then underwent an uncomplicated head and liner exchange. The shell and stem were well-fixed and remain implanted. Attempts have been made and no further information is available.